Event description:
Caller reported a malfunction on the pump, identified with malf 0 code that could not be reset. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support resolved the issue by sending a replacement pump with updated software to the customer. The caller was instructed to use an mdi as backup therapy and return the faulty pump within 10 days using a pre-paid label. Additionally, the customer was informed about training available through their tandem source account and advised on steps for using and returning the pump.